Event description:
It was further reported, the issue "blockage at the entrance of the operating channel" occurred after a colonoscopy procedure.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the biopsy port and channel port were clogged by a foreign material that was a part of the syringe; the cause of the material remaining in the device could not be specified. There was no physical damage where the foreign material remained, and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The following information is stated in the instructions for use (IFU): ¿instruction manual cf-h190l/I operation manual chapter 3 preparation and inspection_ 3.8 inspection of the endoscopic system_ inspection of the instrument channel¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope exhibited blockage at the entrance of the operating channel. A piece of syringe was stuck inside the channel. The endoscope was cleaned externally but not disinfected. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned. An incoming inspection confirmed that there was a plastic tube clogging the entrance of the instrument channel. Foreign material that is a part of a syringe was clogging the biopsy port and the channel mount unit, blocking the passage of the cleaning brush and other instruments. There were few additional findings. The adhesive of the bending section cover was separated. The distal end cover was damaged. Light guide lens was chipped. There were creases on insertion tube. Objective lens was slightly damaged. Scope connector cover was deformed; however, there was no leak. Bending angulations was out of specifications. The switch key top rubber was worn out. The universal cord was wrinkled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.